Event description:
During attempt to implant lead, they inserted the lead into the patient and were unable to screw to the heart muscle. Assumed to be defective either screw mechanism or inner lumen. There was no injury to the patient.